Event description:
Mesh was implanted in 2003 and explanted in 2004. Pt reports that the mesh failed/had a hole in it, and it had to be replaced with another (competitor's) product.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. Or is available for evaluation. No conclusion can be drawn at this time. We will submit a follow up report when/if additional info becomes available.